Event description:
It was reported that the patient experienced a low blood glucose of 56 while at practice, felt fine without symptoms, treated with oral glucose, and returned to range, with education provided to monitor during activity and to treat values below 70 as needed; the medical device problem and device component were not specified due to insufficient information. Symptoms included hypoglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available and insufficient information regarding a device problem or component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.